Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. Visual inspection confirmed there was no physical damage. During evaluation the units failed continuity testing due to an open circuit across the l2 electrode. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use. The sensor couldn't be detected due to open continuity across the surface of the electrode l2., corrected data: updated d4 model # from 4248 to 4248-9.

Event description:
The customer reported that the device provided low psi values. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported that the device provided low psi values. No consequences or impact to patient were reported.